Event description:
Operating room nurse states that surgeon implanted hip and felt the size was incorrect, although a sizer was used prior to implantation. Implant was explanted and run through washer sterilizer to make safe for handling. Operating room manager and materials notified. Replaced in original packaging. Company should be notified to see if implant is correct size.